Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for evaluation. Upon evaluation of the returned product, there was no clouding of the uv-adhesive was visible at the connection of the outer and inner housing. The adhesive was cured. However, air inclusions were visible in the adhesive seam. The pump head housing could not be opened without tools. When filling a test circuit, a leakage of the pump head at the position of the bayonet lock was detected. When the pump head was operated at 4000 rpm, there was a sharp increase in leakage. The reason for the complaint was confirmed by the investigation. The pump head showed the described leakage. Although the uv adhesive had cured, air inclusions were visible at the adhesive seam. It can be assumed that too little adhesive was applied during production, which led to the leakage of the pump head. As part of the revision of the gluing process, improvements to in-process controls and the production staff was in order to prevent the occurrence of potential errors during this process in the future. The product batch was reviewed and it was found that where the bonding process of the pump head housing temporarily did not meet standards, which can lead to leakage of the pump head. The reported issue was confirmed.

Manufacturer narrative:
Due to the timeframe of the complaint and the nature of the product, fmcrtg will not be conducting any product investigation. The information provided by (B)(4) represents the totality of what is known and has been submitted on this 3500a.

Event description:
It was reported to fresenius medical care that the xlung kit 230 set was filled by the customer, and during the priming process liquid escaped from the pump head (pump head lot: 190107m556). It was reported that the cause was clearly visibly as there was a discharge of priming liquid from the pump head and the kit was replaced. The kit did not have any contact with blood. It was reported that the kit was available to be returned to (B)(4), however further information was not provided.